Event description:
It was reported that while trying to place this right atrial (ra) lead difficulties placing the lead and loss of capture (loc) occurred. A fracture was suspected. Physician decided to abandoned the lead because procedure time was over 3 hours. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure. FDA 3500a section type of reportable event, h1: serious injury report.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that while trying to place this right atrial (ra) lead difficulties placing the lead ad loss of capture (loc) occurred. A fracture was suspected. Physician decided to abandoned the lead. No adverse patient effects were report.